Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device battery level was too low for implant right out of the box. The device was retained and not used. No patient complications have been reported as a result of this event.